Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that the patient had surgery due to a surgical mesh that was implanted seven years before that never dissolved. The mesh intertwined with the leads and caused a complete lead replacement and a device change. The device was explanted and replaced. No further patient complications have been reported as a result of this event.